Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was displayed upside down. The issue was identified during preparation for use for a therapeutic procedure which was completed using a similar device without any delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image was displayed upside down. The issue was identified during preparation for use for a therapeutic procedure which was completed using a similar device without any delay. There were no reports of patient harm associated with the event.